Event description:
It was reported that one day post implant, the patient experienced the first of three episodes of a sudden onset of chest discomfort and shortness of breath that subsided with rest. Several days later, the patient presented to the emergency room with the symptoms of shortness of breath and chest pressure associated with diaphoresis and the patient was hypotensive. An echocardiogram showed a pericardial effusion and tamponade. A right ventricular (rv) lead perforation was suspected. Since implant, the lead impedance was trending down and the threshold was climbing. It was also noted that the r waves were slightly smaller than at implant. The pericardial effusion was drained and the lead was explanted and replaced. It was noted that the patient is taking part in the (B)(6) MRI study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low v oltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Helix extension/retraction and length testing were performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.